Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one guidewire loaded into an introducer needle and a guidewire straightener were received for evaluation. Visual, microscopic, dimensional and functional evaluations were performed. The guidewire appeared to be stuck within the introducer needle. A portion of the guidewire was noted to be uncoiled and stretched. An attempt to advance the guidewire could not be performed due to the stretching condition throughout. An attempt to remove the guidewire from the introducer needle was performed and was unsuccessful as slight additional stretching was cause on the guidewire. Another attempt to offload the guidewire from the introducer needle was performed and was successful. Resistance was felt during performance. Under microscopic observation of the guidewire, the flat core wire was noted to within the coiled portion of the guidewire. The termination of the core wire appeared to be granular. Therefore, the investigation is confirmed for the reported physical resistance or sticking issue and identified stretch issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an implantable port placement procedure using powerport m.r.I. Isp. It was reported that during a procedure, the guidewire became stuck in the puncture needle and had to be removed. The procedure was completed using a radifocus gw and a surflow type puncture needle. There was no reported patient injury.